Manufacturer narrative:
It was reported that an increase in surgical site infections was identified at the reporting facility over the 2019 calendar year. Reportedly, a preliminary investigation by the reporting facility identified the surgical pack as one of the products utilized. After multiple good faith attempts the reporting facility was unable or unwilling to provide additional patient, product, component, or procedural information to the pack manufacturer. No sample was returned to the pack manufacturer. A root cause for the reported incident was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that an increase in surgical site infections was identified at the reporting facility.